Event description:
It has been reported that the right track on the stair chair came off during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.